Manufacturer narrative:
Device evaluation : one pump was received for investigation. Evaluation and functional testing of the pump was unable to duplicate the reported complaint problem. However, the pump's event log showed numbers of air in lines around the time of the complaint (high alarm displayed: air in-line detected). Therefore, the air detector was replaced as a preventative measurement and the complaint was noted to be confirmed. No problem source of the issue could be identified.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a continuous air-in-line alarm while infusing a life sustaining parenteral nutrition therapy. There was no reported injury to the patient.